Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller is working with the patient to turn stim off for head MRI. Per patient's programmer, the patient's stimulation was already off. The patient told caller that they  don't feel stimulation and the patient's therapy hasn't been working. It's unclear how long this has been going on and whether the lack of therapy is due to stimulation being off or if the patient stimulation off because her current therapy isn't working for her. No further complications were reported.